Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2013, the patient was prescribed a fourteen day course of augmentin (dosage not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.